Event description:
The customer reported the female luer on the syringe set cracked and leaked. Intralipids were infusing via a peripheral IV and blood was noted to be backing up tubing approx 40 minutes after the lipids were hung. A crack was noted in the hub where the tubing connects to the syringe in the pump. No pt harm was reported. Medical intervention was not required. Although requested, no further pt or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the product has not been received for eval. A follow-up report will be submitted with investigation results should the product be received for eval.